Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient involvement.

Manufacturer narrative:
The customer has isolated the failure to the main board in house, however, the device is expected to be returned for investigation. If new information is identified during the investigation, a supplemental report will be provided.